Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information on the reported event, device was determined to be not reportable as the patient was revised for pain and loosening of the patellar component.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown zimmer femoral component, item #: unknown, lot #: unknown. Unknown zimmer tibial bearing, item #: unknown, lot #: unknown. Customer has not indicated that the product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03825 and 0001822565-2017-03827.

Event description:
It was reported that following an initial knee arthroplasty, the patient was revised due to pain. No additional patient consequences were reported.